Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, there was an episode of high ventricular rate noted on the device. No further episodes could be retrieved due to a radiofrequency (rf) telemetry loss on the device. No intervention was taken and the patient was stable with no consequences.